Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) mfrs the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the centrifugal pump stopped during a procedure. Function we re-gained by re-starting the pump and the procedure was completed with no further problems. There was no report of patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the centrifugal pump stopped during a procedure. Function was re-gained by re-starting the pump and the procedure was completed with no further problems. There was no report of patient injury.